Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right external iliac artery. A 7.0 x 100 75cm mustang¿ balloon catheter was advanced and was initially dilated at 10 atmospheres. However, on the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a peripheral cutting balloon (pcb). No patient complications nor patient injuries were reported.